Event description:
It was reported that flow issues occurred with a bd¿ IV set sn404 w/o bp y-conn. The following information was provided by the initial reporter, "hard to control gtt and removed roller from clamp. Per clarification with sales associate: count of drop (gtt) is either too fast or too slow and roller is too easy to remove from clamp (loose)".

Manufacturer narrative:
H.6. Investigation summary: 1 sample was returned to sbdm, lot number is 2902072. Sbdm conducted clamping test for normal using condition and air pressure test for the complaint sample. Clamping test under normal using condition: sbdm conduct clamping test under normal using condition for the complaint samples, and found that the clamp could hold medicine and there was no drug infusion. Clamping test under high air pressure: sbdm conduct clamping test under air pressure(0.51mpa) for the complaint samples, and found that the clamp could hold air and there was no air bubble leakage. However, in another received complaint sample, which was same complaint issue, leakage could be found. Sbdm conducted further investigation about tube inner & outer diameter measurement and eccentricity of roller component for complaint sample and house sample. Tube inner & outer diameter measurement (measured by profile projector): sbdm measured the inner & outer diameter of tube received complaint sample, the diameter size was within the spec size. Roller eccentricity test (unit: mm): sbdm measured the length from center to edge of roller for both received complaint sample (cavity no.: 10, minimum length: 8.26. Maximum length: 8.34) & house sample, the length was different (about 0.08mm) according to location in the roller. So, it seemed that there is eccentricity in the roller. House sample inspection: sbdm inspected 30 house samples from lot 2902021, 2902072, 2902211, no abnormality was observed. Measurement of length from center to edge of roller (spec 8.3mm±0.1): sbdm inspected lot no. As of the house samples, all components are in spec on the house samples. DHR review: sbdm reviewed the manufacturing record for lot 2902072, no abnormality observed. Customer complaint record review: sbdm reviewed customer complaint record, there were similar issue from other customers. Root cause: from investigations, sbdm conducted inspection of the complaint sample & house samples for leakage test under normal condition and high pressure. No leakage was observed on the received complaint sample. Sbdm also conducted further test of tube inner & outer measurement and check eccentricity of roller component. This is because even there was no leakage in this complaint sample, sbdm found leakage on some of the received sample in other case, product: IV set an120 w/o bp. Sbdm found there was eccentricity in the roller component (the length from center to edge of roller (min: 8.21mm, max: 8.4mm & gap: 0.19mm) in the other case. Sbdm then checked roller length from center to edge for 21 different lot from retention samples (total: 210ea) and the maximum gap was 0.19 and average gap was 0.09. In conclusion, sbdm assumed that when narrow location of the roller which has eccentricity and the smallest size of tube are met when roller clamp is in locked position, medicine leakage might occurred infrequently. Corrective actions: 1. Sbdm conducted quality training on this customer complaint for IV set assembly line workers. 2. Sbdm conducted quality training on this customer complaint for injection line process inspector and focus on roller eccentricity until this issue is solved. 3. Sbdm implemented tightened product & process monitoring and strengthening quality inspection for roller injection molding & IV set manufacturing process. 4. Sbdm conducted fine-tune of roller molding plate level. 5.sbdm measured of length from center to edge of roller after maintained the roller mold and the maximum gap was 0.07 and the average gap was 0.02. Sbdm also conduct leak test by maintained roller components, there was no leakage even 1 drop. Sbdm has in house CAPA-19-046 in place to monitor trend. H3 other text : see section h.10

Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that flow issues occurred with a bd¿ IV set sn404 w/o bp y-conn. The following information was provided by the initial reporter, "hard to control gtt and removed roller from clamp. Per clarification with sales associate: count of drop (gtt) is either too fast or too slow and roller is too easy to remove from clamp (loose)".